Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that needle eclipse fb integ 22x1 leaked. The following information was provided by the initial reporter: "hello, we would like to point out that on the black eclipse signal needles ref (B)(4) indicated below, caregivers sometimes encounter the following problem: tubes collected are soiled with blood at the stopper level they think it is an improper covering of the needle by the rubber when the tube is removed and therefore the next tube is soiled. Have you encountered any other reports of this type? Aeq? The first time over 8 tubes. It seems to me that it started around the 6th (this time the blood was flowing in the holder, patient with weak venous capital, so I preferred to continue rather than transplant it; therefore I had to clean the tubes at the end of the puncture) second time. About 6 tubes: I only saw in the middle of the blood test that there was blood in the stopper because a drop ran on my gloves by shaking the tube, I noticed that all tubes had blood in their caps). Needles used were not kept, destroyed after use. Have you had any other complaint on this lot number?".